Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experienced premature battery depletion (pbd). Technical services (ts) performed a data analysis of the device and confirmed that the device's power consumption was increasing. Ts recommended the device be replaced. The device remains in service. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experienced premature battery depletion (pbd). Technical services (ts) performed a data analysis of the device and confirmed that the device's power consumption was increasing. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.